Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow up report will be filed when the investigation has been completed.

Event description:
During the thermogard console (sn (B)(4)) setup for the treatment of the patient with the heatstroke, the console sounded the alarm after power on and the screen was blank. The patient was catheterized for the treatment, however, the console issue could not be cleared. The loaner console (sn (B)(4)) was used and the console also sounded the alarm after power on and the screen was blank. In addition, the customer tested the console (sn (B)(4)) on multiple outlets in the hospital, and the same issue occurred again. The patient's treatment was continued using blanketrol. Per the reporter, the patient is not doing well and has a poor neurological outcome, however, the patient's condition is not related to the thermogard console as both consoles were not used for treatment. No further information was provided. See MFR 3010617000-2021-00732, (B)(4), for thermogard console sn (B)(4).

Manufacturer narrative:
The initial console (sn (B)(6)) evaluation was performed at the customer site and during the testing, the customer reported complaint of a blank display panel screen, and a beeping tone was observed. The console was returned to the azm service depot and upon evaluation, the reported issue could not be duplicated during the functional testing and event log review. The probable cause of the reported intermittent issue was likely due to the power voltage fluctuation from the hospital outlets. During the visual inspection, there was no physical damage observed on the console. The event log review done by azm service depot showed no significant discrepancies. The thermogard console passed all functional tests. The thermogard console performed within the specification without any fault or error.